Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "lump which was later found to be due to a rupture" of a saline device. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: "lump later found to be due to a rupture". Date of explant not provided but has occurred.

Event description:
Device has been explanted.